Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she is unable to clear the battery out limit alarm. Customer then mentioned she had woken up with low blood glucose of 31 mg/dl. Troubleshooting was performed. Customer blood glucose was 47 mg/dl. Customer stated the alarm occurred during normal use. She was advised the alarm indicates possible loose battery cap. Customer stated his low may have been caused due to him over calculating the insulin he needed for his meal. Customer declined further troubleshooting. The device is not returning for analysis a new battery cap was sent.